Event description:
During testing of the safe flow level, the safe flow activated as normal but once protected level was reached, centrifugal pump did not enter zero flow mode and volume continued to drain from reservoir. Protected level pop-up did engage with audible and visual red alarm, but pump remained at same speed.

Manufacturer narrative:
Conclusion awaiting results of investigation.